Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unrelated procedure, the atrial lead had become dislodged. It was noted that the lead helix was extended. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.